Manufacturer narrative:
Method: risk assessment. Results: the customer reported event of a device fracture was confirmed via the correspondence. Conclusion: the most likely cause of the customer reported event is a fatigue fracture due to the length of implantation.

Event description:
It was reported that; on (B)(6) 2012, primary surgery was performed. After that the breakage of the rod at l3 was found, and the revision surgery was performed on (B)(6) 2015.

Event description:
It was reported that; on (B)(6) 2012, primary surgery was performed. After that the breakage of the rod at l3 was found, and the revision surgery was performed on (B)(6) 2015.